Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. This event was initially reported on 1820334-2016-00103, however recent information confirmed there were 2 zsle limbs implanted in the patient. Since the reporter was unable to confirm which side was occluded, MDR 1820334-2016-01024 was created to capture the second limb (zsle-16-74-zt). Additional information was requested, however the physician would not supply further information regarding the event.

Manufacturer narrative:
(B)(4).. A review of documentation, manufacturing instructions, specifications, drawings, instructions for use, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Per image review, the thrombosis was on the right zsle (zsle-20-74-zt) which is covered in 1820334-2016-00103. Per image review, there is no thrombosis in the left leg, zsle-16-74-zt. Therefore, there is no complaint on this leg and this complaint is marked as unconfirmed.